Event description:
Reporter alleged obtaining the results of 203 mg/dl, 100 mg/dl and 190 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he took 12 units of humalog and ate about an hour prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.